Manufacturer narrative:
A ge representative has not yet reported on results of the evaluation.

Event description:
The customer reported an unknown physicist's discrepancy. No patient injury was reported.